Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 50512912 ; 717631) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), libido decreased ("decreased libido"), headache ("headaches"), disturbance in attention ("concentration problem"), memory impairment ("memory disorder") and abdominal distension ("abdominal swelling"). Essure treatment was not changed. At the time of the report, the abdominal pain, fatigue, libido decreased, headache, disturbance in attention, memory impairment and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, disturbance in attention, fatigue, headache, libido decreased and memory impairment with essure. The reporter commented: she was waiting for removal and analysis of the material, and complained of an unexplained generalised decrease in health over the last several years. Lot number: 50512912, manufacturing date: 2010-04, expiration date: 2013-04. Lot number: 717631, manufacturing date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 50512912 ; 717631) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), libido decreased ("decreased libido"), headache ("headaches"), disturbance in attention ("concentration problem"), memory impairment ("memory disorder") and abdominal distension ("abdominal swelling"). Essure treatment was not changed. At the time of the report, the abdominal pain, fatigue, libido decreased, headache, disturbance in attention, memory impairment and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, disturbance in attention, fatigue, headache, libido decreased and memory impairment with essure. The reporter commented: she was waiting for removal and analysis of the material, and complained of an unexplained generalised decrease in health over the last several years. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.